Manufacturer narrative:
(B)(4). Batch # m52k3v. Cartridge, sled movement. Conclusion: the long60a device (a) was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Upon further inspection the cartridge was noted to have two drivers out of position, making the reload non-functional. The returned device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the jaws of the stapler were unable to be closed, therefore could not put stapling gun down the trocar. Opened another gun and the same issue occurred. The procedure was completed using a third device which was of a different lot number. The procedure was prolonged by fifteen minutes.